Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that during drain 3 on the liberty select cycler their catheter broke and that fluid leaked out. The fresenius technical support representative advised the patient to contact the pd nurse. During follow-up, pdrn confirmed it was an fmc manufacture catheter extension set that broke during drain 3 and therefore fluid leak. The pdrn stated that the antibiotics (route, dose and name not provided) were administered prophylactically. Despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient did not complete treatment that night, however resumed treatment on the cycler after the extension was replaced. The pdrn confirmed it was an fmc manufacture catheter extension set that broke during drain 3. The extension set was hooked properly. However, patient tried to reach the kitchen cabinet while connected to pick up an item and that¿s when the extension set broke and fluid leak. The patient is continuing pd therapy without any issues